Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of tissue damage is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated.

Event description:
It was reported that this was a closure using a perclose device. Reportedly, an unspecified separation may have occurred. Surgery was performed to remove the separated portion and repair the vessel. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.